Event description:
A break in the retention dome occurred during percutaneous removal. The indwelling period was 120 days.

Manufacturer narrative:
The complaint of retention dome separation is inconclusive due to the complete sample was not returned for evaluation. Returned for evaluation are the locking strap and a segment of the feeding tube. The underside of the strap has been cut with a sharp instrument. The segment and retention strap were mated together and shows a match. The separated retention dome was not returned for evaluation. The device had been in place for approx 120 days prior to the complaint incident. A chr of lot #43fqa018 showed no other product complaints from this lot number.